Manufacturer narrative:
Follow up report will be filed if add'l info becomes available.

Event description:
It was reported that a male patient was urgently sent to the surgery dept from the cath lab. Upon arrival in the operating room the perfusionist found that the art line wave form was "very damp". The perfusionist began to flush the 6" tubing, and the tubing broke leaving the male portion of the 6" line stuck in the bifurcation. A scrub nurse removed the piece of tubing from the bifurcation, a stopcock was attached and the iab therapy was continued. The iab was removed twelve hrs later. There were no reported patient injury or complications. In 2007 follow-up: ppg specialist spoke to the perfusionist and was told that the tubing looked as if it came in contact with a type of chemical.